Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was receiving audible and visual low flow red heart alarms accompanied by elevated powers up to 15w and low pulsatility index (pi) events. The patient's inr was 2.2. The patient was admitted for observation and suspected thrombosis and was placed on a heparin drip. An echocardiogram showed the aortic valve was opening with every heartbeat. The aortic valve ¿seemed to look ok¿. The patient¿s pump powers fluctuated over the weekend between high powers and normal powers. A system controller log file submitted to the manufacturer contained 22 low flow hazard events. It was noted that the estimated flows appeared to increase while the average pi values appeared to decrease. On (B)(6) 2015 the patient underwent a pump and outflow graft exchange.

Manufacturer narrative:
Evaluation of the log file confirmed the reported low flows, power elevations, and low pulsatility index (pi) events. From (B)(6) 2015 to the end of the log file, transient power elevations with accompanying average pi depressions were captured. On (B)(6) 2015, low flow hazard alarms were captured. The log file evaluation could not conclusively determine the cause of the power elevations, average pi depressions, and low flow alarms. Evaluation of the returned pump revealed a red/white, soft deposition in the outlet stator. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Although the origin of the deposition and the duration of its presence in the pump could not be conclusively determined through this evaluation, it was partially obstructing the blood flow path and could have contributed to the power elevations and low pi. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The rotor bearing cup was damaged during the cleaning process and the pump could not be functionally tested on a mock circulatory loop. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of the patient having a transcatheter aortic valve replacement procedure is covered under medwatch MFR# 2916596-2015-00127. Approximate age of device - 4 years, 6.5 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's' investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received from the (B)(4) registry stating: presented to the ed b/c of red heart alarm on lvad. Persistent power spike, high ldh, highly suspicious of device thrombus. After the multidisciplinary discussion, we decided to take the patient to the operating room for a device exchange. Major findings in operating room: device malfunction. No visible thrombus on inlet stator or outflow graft. Device sent back to manufacturer for evaluation. Information also included: thrombus signs or symptoms: abnormal pump parameters and high ldh. Intravenous anticoagulation: yes. Thrombus event confirmed: no. Device malfunction: yes. Patient outcome: exchange. Device malfunction causative factor: no cause identified.